Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation- breast: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). Use error: observed, broken device assessed as surgical damage per rga. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a right side deflation. Healthcare professional later confirmed a right side deflation and "hole on bottom." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, use error.

Event description:
Patient reported a right side deflation. Healthcare professional later confirmed a right side deflation and "hole on bottom." Device has been explanted and replaced.